Manufacturer narrative:
Device manufacture date updated to proper value.

Manufacturer narrative:
No patient weight was provided by the authors. Ohue s, kohno s, inoue a, et al. Surgical results of tumor resection using tractography-integrated navigation-guided fence-post catheter techniques and motor-evoked potentials for preservation of motor function in patients with glioblastomas near the pyramidal tracts. Neurosurg rev (2015) 38:293¿307. The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. No requests for system service have been received regarding the reported events. The article does not allege that the medtronic system caused the reported events. Reported events are known inherent risks to this procedure type. The article concludes that overall, use of the navigation system reduces complications.

Event description:
The attached journal article, surgical results of tumor resection using tractography-integrated navigation-guided fence-post catheter techniques and motor-evoked potentials for preservation of motor function in patients with glioblastomas near the pyramidal tracts by ohue et al, was reviewed and it was found that adverse events were reported. Please see article excerpts below for further details: one month after surgery, only one patient showed worsened motor function. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's s7 navigation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.